Manufacturer narrative:
Specific details regarding hyper event including event date were not provided upon follow up.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, describing glucose levels previously in the mid-90s shifting to the low-80s target range on the pump and reporting hyper events without specific dates; the user attempted troubleshooting that included changing from humalog to fiasp and adjusting the cgm target, and expressed preference to return to a prior pump. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no device alarms. Investigation included product support review and user education on optimization steps. Investigation of this case revealed no device malfunction reported, no alert behavior, and an unclear clinical cause of the hyperglycemia following insulin type and target adjustments. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.